Manufacturer narrative:
(Secondary intervention: thrombus aspiration) - eval results: antiphospholipid syndrome. Stent thrombosis. Direct stenting.

Event description:
A 3.5mm diameter x 18mm length endeavor rx drug-eluting coronary stent was deployed in to a pt. The target lesion was located in the lcx #13 exhibited 90% stenosis and was not predilated. Ivus confirmed good expansion of the stent after post-dilatation, and the pt's status was fine post procedure. However, 4 days post implant, the pt presented with symptoms. Thrombus was aspirated and blood flow was confirmed. The pt is reported to be recovered and no other sequelae were reported. Physician commented that the pt is affected by antiphospholipid syndrome, a disorder of coagulation that causes blood clots and that may have had an impact on the reported event.